Event description:
Device 1 of 3: reference MFR report numbers: 1627487-2012-00422 and 00423. It was reported that pt¿s (B)(6) scs system was explanted due to alleged pain and swelling over the ipg and lead sites. Prior to the explant procedure, the implanting physician examined the pt and found no redness or discoloration near the affected areas. As such the physician suspects the reported pain was a result of the pt¿s crps. Follow-up on this matter found the alleged pain was resolved with explant of the pt¿s scs system.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.